Event description:
Customer's mother reported her son's insulin pump has shut off about five times in a matter of three days. Customer's blood glucose was unknown. A new battery was inserted in the device, but the display did not return. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube and battery cap contact. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on display window.